Manufacturer narrative:
Damaged bearings were identified as the probable cause of the device overheating. Damaged bearings can result in increased friction during use causing increased heat production.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.